Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had been hospitalized for a high blood glucose of 560 mg/dl, and during troubleshooting the insulin pump alarmed failed battery test. The caller then changed to a brand new battery but the failed battery test alarm recurred. The insulin pump was not returned for analysis.